Event description:
During on-site service, the baxter service technician experienced an f-28 alarm on a flo-gard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and functional testing were performed. During the power on self-test an f-28 alarm occurred. It was found that the alarm was due to a damaged sensor board. The cause of the damage could not be determined. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.